Event description:
A caller reported experiencing a cartridge alarm 20 with the pump, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was instructed to use multiple daily injections as a backup insulin therapy and was advised on how to store and return the problematic pump. Technical support confirmed the shipping address and sent a replacement pump, with the caller acknowledging all instructions.